Event description:
Lasik case - two flaps made using asc microkepatome. No actuations of the keratome between eyes. By serial pachymetry the first flap was approx. 150 microns (using 160 plate) and the second flap was approx. 80% at corneal thickness.